Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3,h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on reported information, troubleshooting was provided. Customer unit is assumed to be working as no further issues reported. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure an error b30 error message occurred. The olympus technical support engineer assisted the user by instructing to check the device socket for debris and dust and reseat the communication cable. In addition, the user was instructed to wipe the pins with alcohol. According to the user, the intended procedure was completed using the same device. There was no patient harm or injury reported due to the event.